Event description:
It was reported that the insulin pump had issues with squirting insulin during the manual prime process when the customer was disconnected from the device. The blood glucose reading was unknown. The customer stated that the insulin pump alarmed twice afterward during prime rewind. While troubleshooting, it was found that the device had a drive support cap that stuck out. Advised the discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump received with blank display, problem isolated to lcd board. Unable to confirm the compromised force sensor system alarm, or unexpected restart error alarm and unable to perform any tests due to blank display. Pump received with broken belt clip slot, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. No moisture damage on electronics and motor assembly noted.